Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. During the device evaluation, the fse confirmed the issue with ac power supply. The international service engineer replaced the power supply to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The removed power supply assembly was returned to the failure investigation lab (fi). A visual inspection of the power supply assembly revealed no anomalies. The fi technician installed the returned power supply into a known good test ventilator unit. The customer complaint was verified. The root cause is failure of the power supply assembly.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported to philips that the device's alternating current (ac) power was working intermittently. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.